Event description:
Report from bd complaint coordinator states: sales associate called and reported that the customer was complaining in their chemotherapy clinic they had two reported incidents of the lever lock in the baxter sets leaking. The full secondary med sets were connected to the i.v. Tubing. The customer will not use the product until this is rectified. Co staffperson is awaiting samples from the customer.